Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on august 04, 2021 with lot number 2089720. Visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "possible deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible bilateral deflation". This is for right side record. Device remains implanted.